Manufacturer narrative:
The lens was not fully implanted and therefore not explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) would not advance out of the cartridge. Reportedly, the tip of cartridge touched the patient's eye and the edge of the lens was in the eye. The incision was not enlarged to remove the lens, no sutures were used and no vitrectomy was performed. Another lens with the same diopter was implanted without difficulties. The patient status was reported as stable. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 07/28/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger and pushrod were observed in advanced position. No assembly errors and/or defects were observed related to the manufacturing process. Visual inspection at 10x microscope magnification showed residue of viscoelastic solution on the cartridge. One part of the intraocular lens (iol) was returned out of the preloaded system, and it was observed torn. Loose fibers/particles were observed on the lens. The other part of the lens was observed exposed at the cartridge tip. The conditions of the lens returned was consistent with a unit that was handled and prepared for surgical process. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.